Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3888-45, lot# v564084, implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3888-45, lot# v564084, implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3888-45, lot# v564084, implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3888-45, lot# v511826, implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient's implant was uncomfortable which led to all the components being explanted. The patient recovered without sequel post- explant. If additional information is received, a follow up report will be sent.